Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure there was a sudden and complete collapse of anterior chamber causing the rupture of the posterior capsule. Viscoelastic was inserted into the eye. An anterior vitrectomy was required but the system failed to register the vitrectomy command. The system was powered down, re-started and recalibrated. This process took additional time and the pupil miosed obscuring surgical view. After recalibration the vitrectomy set came up as the wrong setup and is not the default procedure. This necessitated a change of the default setting of the vitrectomy setting to the non-default setting with further calibration. In total this process took additional time. When the vitrectomy apparatus was ready, an attempt was made to perform the vitrectomy but the cut rate could not be changed and there was no aspiration and the irrigation control was ineffective in maintaining the anterior chamber or cutting of vitreous. The surgeon assessed the situation and a decision was made to abort the procedure due to the failure of the equipment. The eye was closed with a suture without the ability to remove any of the viscoelastic. The patient was transferred to another facility by air ambulance. All pertinent information was transferred to the new hospital and surgeon. The patient was hospitalized. Additional information has been requested and received.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was manufactured on july 19, 2010. Based on assessment, the product met specifications at the time of release. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).